Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, the stent was to be implanted to treat a 1cm malignant stricture. Reportedly, the patient had an altered hepatic duct and the lesion was not pre dilated. During the preparation, after removing the device from the packaging, it was noticed that the stent and the clear outer sheath were bent. The device was not used in the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A wallflex biliary stent was received for analysis. A pronounced bend was noted in the clear outer sheath where the stent is constrained. The damage identified during the product analysis is consistent with the application of excessive force. It was determined that the condition of the returned device was consistent with the complaint incident. Taking into consideration the evaluation conducted at the complaint investigation site and the details of the complaint, this investigation is assigned the most probable root cause classification of handling damage. The complaint was caused by handling of the device or portion of the device without direct patient contact either during unpacking, preparation, shipping; at the end of the procedure; or when packaging for return. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, the stent was to be implanted to treat a 1cm malignant stricture. Reportedly, the patient had an altered hepatic duct and the lesion was not pre dilated. During the preparation, after removing the device from the packaging, it was noticed that the stent and the clear outer sheath were bent. The device was not used in the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of stent damaged. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.